Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax requiring placement of a chest tube and hospitalization. There were 2 nodules biopsied: nodule 1 was 2.2cm in size and located in the right lower lobe and nodule 2 was 2.2cm in size and located in the right middle lobe. Tools utilized during biopsy were a 19g flexision needle, forceps, and a cytology brush. A bronchoalveolar lavage was also performed. The diagnosis obtained from pathology was inflammation (specific)/pneumonia (benign) inflammation (specific)/pneumonia (benign) - antibiotics were provided. Intuitive surgical inc. (Isi) has made multiple attempts to obtain additional information; however, as of the date of this report, no new information has been obtained.

Manufacturer narrative:
A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.